Event description:
In 2009, the sales representative reported that a patient that was fused and experiencing back pain underwent revision surgery to remove the hardware. While removing the l5-s1 construct, a prong on the tip of the universal driver broke off into the surgical site. The surgeon was unable to find the prong. It is believed to have been suctioned out of the wound as there was no evidence of a foreign body on x-ray. There was a five minute delay. The surgeon was able to finish the procedure with another driver in the kit. No further hardware was implanted. The patient was a female who had complained of painful hardware. The patient underwent the initial fusion surgery at l5-s1 in 2008.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.